Event description:
During the procedure, the scrub tech noticed that the instrument pulled out from the abdomen was missing the tip cover. She looked around and made sure it wasn't in her field and informed the surgeon and assistant surgeon. The team in the room looked thru and around the sterile field, and also went thru the trash, but were unable to find the missing tip cover. The surgeon and assistant explored inside through the scope before and after specimen was removed. Xray did not reveal any foreign body. FDA safety report ID# (B)(4).